Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device discarded. Additional information pertaining to the device (s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the cement set up before the surgeon could implant the patella. Had to use another."